Event description:
It was reported that when using the bd pyxis¿ medbank tower application got frozen. Unable to log out of the cabinet when tried to issue ativan 0.5 mg to patient. The screen was unresponsive when the exit button was pressed, and an error message appeared stating "an error occurred while validating issue. Please reselect patient and reissue". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) remoted into the system and attempted to restart the application, but it remained stuck at "connecting"; further investigation revealed the synchronization cabinet was offline due to a faulty surge protector, which was resolved by connecting the cabinet directly to a wall outlet, restoring power and normal functionality to the ns cabinet. The system functioned as intended after the technical support specialist troubleshot the device.